Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visited in the hospital due to high blood glucose level. The blood glucose level was 387. The customer reported that the insulin pump had no delivery alarm during prime. The troubleshooting was performed and customer reported that insulin exited during prime. The customer declined troubleshooting for high blood glucose level. The customer reported that insulin pump not being returned for analysis.